Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of no communication was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by the hv conductor and ICD can. The arc created a hole through the can, which allowed for body fluid to enter the can. It is believed that the device became damaged due to presence of body fluids inside the can, which led to the reported field event of no communication.

Event description:
It was reported that during device change out, the device could not be interrogated. The device was explanted.